Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away following implant of the implantable pulse generator (ipg) system. Follow up with the implanting physician's office was unable to identify if the patient's cause of death was related or unrelated to the implant procedure.